Manufacturer narrative:
This product is not marketed in the us. Device problem code: (B)(4) off-label use, acd<3.0mm. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -7.50/1.0/110 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced with a shorter length lens intraoperatively on (B)(6) 2020 from patient's right eye (od) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H1- changed "serious injury" to "malfunction". H6- health effect-impact code: changed to 2199. Claim# (B)(4).